Event description:
It was reported that the patient experienced unspecified issue with a male sling system. An artificial urinary sphincter was implanted.

Event description:
It was reported that the patient experienced unspecified issue with a male sling system. An artificial urinary sphincter was implanted.